Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 27 mg/dl while wearing the pod for longer than 48 hours. The patient reports being unable to speak or walk. In addition the patient reports being incoherent. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with a sugar drip and their blood glucose levels were monitored, the patient consumed a sandwich, crackers and juice. The patient was discharged from the hospital after 10 hours.